Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. When testing the device with 180 series scopes, there as no image due to a faulty patient board. Additionally, the top cover, front panel, bottom chassis, and front panel chassis all had rust, corrosion, and an overall poor appearance. The power switch was also found broken. The software was out of date. The video socket connector had a defective lock and wasn¿t properly securing to the video cable. These components will all require replacing/updating. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that when she attached her olympus evis exera bronchovideoscope to the imager, only a black screen with blue and red dots was present. According to the initial reporter, this event took place during a therapeutic procedure. Reportedly, in addition to the lack of image, the unit was also displaying a b30 scope communication error. An attempt for additional information regarding this event was made, but could not be completed due to inaccurate contact information. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the circuit board in the scope connector had bad electrical contact due to moisture/fluid that invaded the device. Due to this, it is suggested that the event was temporary. Possible causes for the moisture/fluid include: - water invaded the device from a leakage point. - stress applied to open venting connector accidentally while the device was being under water. - foreign material such as fragments of a cleaning tool got stuck in valve of the venting connector which made the venting connector unable to be close. - when used with reprocessor, the leak test air tube was broken/inadequately connected, or packing of reprocessor/leak test air tube was broken. Then, moisture invaded the scope connector that invaded tube when leakage was detected. - the device which sterilization cap was attached, immersed in reprocessing liquid. - the connector cap of leakage tester was attached to wet venting connector. - leakage tester was attached/detached while the device was being under water. The event can be detected and prevented by following the instructions for use (IFU) which state: "operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." "Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." In addition, the following non-reportable malfunctions were found during the device evaluation; the ID chip lost data, there was leakage from the venting connector, the c cover was chipped, rubber glue had lifted, sw1, 2, 3, and 4 did not work (worked after drying), there was no image due to a defect in the plug unit (worked after drying the subject device), the insertion tube was dented, the user user label was pasted on the control section, water had invaded the control section, the user label on universal cord, the plastic part on the venting connector was cracked, water had invaded the scope connector, and insufficient angulation. Olympus will continue to monitor field performance for this device.